Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shoot out insulin from the infusion set while priming process instead of dripping out. The customer stated that the insulin pump had to rewind more than once after reservoir change and it was slower to rewind. No harm requiring medical intervention was reported. Customer declined to report to 24 hours helpline. The insulin pump will not be returned for analysis.